Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an aortic valvuloplasty procedure, using the right femoral approach, while placing the introducer, there was failure of the hemostatic valve. The valve failure caused increase blood loss for the patient which required transfusion of two units of blood. Prior to the procedure the patient's hemoglobin values were within the normal range and there was no history of anemia. The introducer was replaced and open vascular approach was performed to complete the procedure with no further patient consequences.